Event description:
It was reported that anspach drill does not work, an e6 error occurred. It seems that something is broken inside the cable of the drill. The device was not being used with a patient when the incident was noticed. Investigation results showed that an internal damage was the caused of this issue, also the drill overheated and had an abnormal noise.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was returned for evaluation. It was reported that the drill console was displaying an e6 error. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. Once the drill was connected it immediately displayed an e5 error. An e5 errors is indicative of a fault in the drill and that it must be serviced. A drill test was performed on the drill and it switched between 78000 rpm and 80000 rpm. This is likely due to a problem with the internal wiring. There was also an abnormal noise during the drill test that is indicative of internal damage to the drill. After about a minute, the drill became very hot to touch. The drill was returned to the OEM for service. The malfunction is most probably due to supplier / raw material fault.